Manufacturer narrative:
Journal title results from the visibility iliac study: primary and cohort outcomes at 9 months journal of endovascular therapy 2017, vol. 24(3) 342¿348 © the author(s) 2017 reprints and permissions: sagepub.com/journalspermissions.nav doi: 10.1177/15266028176960. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted evaluating the safety and effectiveness of primary stenting of the common (cia) or external iliac artery (eia) using the visi-pro balloon-expandable peripheral stent system for treatment of stenotic, restenotic, or occluded lesions. 75 patients were included in the study. Medtronic¿s visi-pro balloon-expandable peripheral stent system were implanted. Standard angioplasty techniques were followed for balloon dilation during stent implantation with an intended 1:1 stent to vessel diameter sizing. A total of 81 stents were successfully implanted with no device malfunctions reported. Periprocedural complications included 7 access site hematomas, 4 stent edge dissections, and 1 peripheral embolization. Two of the dissections were considered to be related to the procedure and device. All events were resolved without sequelae. 5 cd-tlrs in 3 patients are reported. There were no periprocedural deaths, mis, or amputations. Three interventions were performed in 1 subject in whom 1 target left cia lesion and 1 nontarget right cia lesion were treated during the index procedure. Reintervention was required for in-stent reocclusion of both index lesions and treatment of a de novo lesion in the aorta not treated at the index intervention. The cumulative rate of all-cause mortality was 4.0% at 9 months and included 2 deaths due to metastatic lung cancer and 1 due to cardiac arrest. There is no established or suspected causal relationship between the device(s) and the death events.